Event description:
It was reported that after the insertion of the catheter, high pressure, helium loss and purge error alarms went off in quick succession. As a result, the catheter was removed and replaced with a new one, which the iabp started working normally. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the insertion of the catheter, high pressure, helium loss and purge error alarms went off in quick succession. As a result, the catheter was removed and replaced with a new one, which the iabp started working normally. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). The product was not returned for investigation. The reported complaint of iab helium loss alarm is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.